Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 17354426; model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 17354426; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. No device malfunction was suspected. The patient underwent an explant procedure.